Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple stored untreated episodes and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that this the r-wave amplitude was also noted to be low contributing to the observed oversensing. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.